Event description:
The patient reported she experienced elevated blood glucose during the night of (B) (6) 2010. She stated that after dinner at 8:00pm, her blood glucose measured 320 mg/dl. Despite bolusing through the infusion device her blood glucose continued to increase to 498 mg/dl. She stated, she changed the infusion set twice. She injected insulin via pen to lower her blood glucose. Her normal blood glucose range is 80-120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.